Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: the patient needed an IV connector, but the connector was unable to be vented and therefore unusable. After returning it to the nurses' station, it required considerable force to vent the air before it could be used. Additional information received from the customer: please confirm when was the issue identified? During priming or infusion? It was discovered when the nurse was doing the pre-filling. Please confirm the make and model of the connecting products? Ling yang syringe. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? No. Please confirm if the connecting product has a luer slip or luer lock connection? Straight insertion of the syringe. Please confirm whether complete or partial blockage was observed? Complete blockage at the front and a little bit at the back. Please confirm if there is any patient impact? Any harm caused to the patient due to the event? No harm was caused to the patient and a new replacement was given.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: one 2000e china sample was received without packaging for investigation; no connecting product was available to support the investigation. The customer reported that the affected sample was from lot: 25065231 and that "the patient's IV site required an IV connector, but the connector failed to vent air and became unusable. After returning it to the nursing station, considerable force was required to vent the air." Additional information noted that they used a ling yang syringe during priming. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. It was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction or occlusion of flow was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot: 25065231 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.